Manufacturer narrative:
The device is not available for analysis as it remains implanted in the patient. Per report, imaging is not available for this case. Per the instructions for use, device malposition requiring intervention and valve regurgitation are potential adverse events associated with the transaortic heart valve replacement procedure. There are several patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, severe septal hypertrophy, minimal valve calcification, and loss of pacing capture. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained be edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In the absence of imaging from the case, the root cause of the valve malposition and regurgitation cannot be confirmed; however, there are several factors that may have contributed to the event, including the patient's preserved ejection fraction (70%) and, per report, heavily calcified native leaflets. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no corrective or preventative actions are required.

Event description:
As reported by the edwards field clinical specialist, the sapien valve moved aortic during deployment, resulting in severe aortic insufficiency (ai). A second sapien valve was implanted to mitigate the ai. The patient went into asystole after deployment of the first valve. A temporary pacemaker was placed via jugular access. Additional investigation revealed the following: no significant septal hypertrophy. No mitral annular calcification. The aortic root and native leaflets were mildly calcified. The sinotubular junction was mildly calcified. The patient's left ventricular ejection fraction was 70%. The image intensifier angle was described as good, as was the coaxial alignment of the valve and delivery system. The sapien valve was positioned 60:40 aortic due to difficulty adjusting the valve; however, ended up 80:20 aortic post deployment. During deployment, ventilation was held, balloon inflation was held for three or more seconds, and pacing capture was not lost. Per report, the perceived cause of the sapien valve being deployed too aortic was difficulty in valve positioning caused by calcified native leaflets.